Manufacturer narrative:
A siemens regional support center (rsc) specialist visited the customer site. The customer stated that this was an isolated issue impacting only one patient sample. The customer agreed that the event appeared to be a sample-specific issue. The cause of the discordant, false reactive hbsag and hbsag confirmatory results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false reactive hepatitis b surface antigen (hbsag) result was obtained on one patient sample on an advia centaur cp instrument. The sample was then tested for hbsag confirmatory testing, which resulted as confirmed (reactive). The discordant results were not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting non-reactive. The sample was also repeated for hbsag confirmatory testing, which resulted as not confirmed (non-reactive). The customer reported the non-reactive results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive hbsag and hbsag confirmatory results.